Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to low blood glucose readings and hypoglycemia. Customer's nurse stated that the customer neglected to take care of his diabetes. Nurse stated that the customer has experienced low blood glucose readings of 25 mg/dl and high blood glucose readings of 500 mg/dl that have required medical intervention in the past. Nurse further reported that the customer would often be taking insulin, but not eating. Customer was reported to be on dialysis four days a week prior to the death. The insulin pump is requested to be returned, however, the nurse is unsure if this will be possible. No further information reported.